Event description:
It was reported that the bladder of an infusor sv2.5 device ruptured. This occurred while the device was being filled manually with a syringe. There was no patient involvement reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was received by baxter for evaluation; however, the evaluation is not yet complete. Visual inspection noted that the bladder was ruptured. Microscopic examination found an abrasion on the interior surface of the bladder near the rupture line. The initial evaluation confirmed the reported rupture condition. Upon completion of the device evaluation or if any additional relevant information is received a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the rupture was undetermined. Should additional relevant information become available, a supplemental report will be submitted.